Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device was not returned for review as it remains implanted, therefore its condition cannot be described. Manufacturing documentation was reviewed and found conforming to specifications at the time of manufacture. These devices were used in the treatment of a medical condition. The device was implanted with non-compatible, competitor product. This is considered an off-label use of the device, which is indicated in the packaging insert, as zimmer has not tested the compatibility of this combination of devices. No additional complaints have been received from this manufacturing lot. With the information provided, the used failed to follow instructions and implanted the zimmer shell with a non-indicated combination of product. This may be contributing to the failure of the patient's hip prosthesis, however this cannot be stated with certainty.

Event description:
It is reported the patient has experienced an injury after being implanted with a zimmer trilogy shell with holes, a jri femoral head, and jri femoral stem. These products are not an approved compatibility.